Event description:
It was reported that there were white floating particles in a small volume intermate device. This observation was made after compounding the device with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed white particulate matter floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The lot 13k005 was manufactured between october 04, 2013 and october 05, 2013. Should additional relevant information become available, a supplemental report will be submitted.